Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine, baclofen, and an unknown numbing medication via an implantable pump for spinal pain. The doses and concentrations were unknown. It was reported that the patient went through withdrawals because the person at the healthcare provider¿s (hcp) office ¿only filled the pump for 2 months instead of the original time¿. It was clarified that the person from the hcp¿s office filled the pump for only 2 months instead of the regular 3 or so months. The last fill was approximately (B)(6) of 2017. The patient currently did not have any medication in the pump. The patient ended up in the hospital due to the withdrawals, and she was there for approximately 10 days. The patient currently did not have a managing physician and was looking for a new managing physician because she moved. Patient services sent the patient a physician listing. The approximate event date was ¿(B)(6) 2017 or (B)(6) 2017.¿ the onset was noted to be sudden. No out of box failure was reported. There was no allegation of a medical or therapy problem related to smalls parts. It was noted that the patient had reflex sympathetic dystrophy (rsd) syndrome. There were no further complications reported.